Event description:
It was reported that two stimulation probes didn't function as intended. There was no patient impact or injury reported.

Manufacturer narrative:
Device eval: 10/13/2014. Received two samples without original product packaging and labels. The product was identified as part number 8562010 vari-stim iii locator. There was some bio-residue present on the probe tips which indicated that the product was likely used by the customer. Equipment used: fluke multimeter, asset# 1153-j, calibration due: july 2014. Observations: per instructions for use the devices were tested by touching the needle electrodes to the probe tips, and the devices would light indicating current delivery which is not consistent with the reported malfunction for device not stimulating. The devices were then functionally tested in all 3 positions per instructions for use and there was no intermittent behavior while manipulating the switch and tip within the positions. The devices were electrically tested per xpi-s 8562010 vari-stim iii, nerve stimulator rev. M with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.40ma - 0.6ma). Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.80ma - 1.2ma). Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.60ma - 2.4ma). There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a potential cause. Possible contributing factors to the complaint event may be related with operational context (procedural / anatomical factors encountered during the procedure, tissue impedance, anatomical location etc.). The instructions for use warns the user: ¿due to variations in tissue impedance and, hence, current delivered, activation of the led may not be always be achieved despite delivering current during surgery. Confirm functionality by touching the probe tip and needle electrode.¿ (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6).(B)(4). No devices have been returned for evaluation. Method ¿ no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.